Manufacturer narrative:
(B)(4). Batch # r5av8t. Device analysis: the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60g cartridge loaded in the device. The cartridge reload was received partially fired 2/3 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: can you please provide more event details? Yes. Did the jaws eventually open? Tissue eventually came out of stapler thankfully. Was the tissue damaged requiring surgical intervention? Had to be oversewn. If yes, please explain. Is the current patient status known? Patient doing well as of today. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Not that I am aware of.

Event description:
It was reported that a psee60a was being used in a difficult thoracotomy case and upon the 6th or 7th firing (after already firing and attempting to fire in this area many times by the robotic stapler) our psee60a became jammed mid firing cycle and could not be removed from the bronchus. The reverse button was tried, the manual override crank was attempted but the stapler could not be removed and had to be forcibly taken off the tissue. No patient consequence reported.